Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The elevator #301 (09-0257, lot# 040617c17) was returned for investigation. Visual evaluation showed signs of use as there was minor scratching on the body of the elevator and the tip had fractured off. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. For part# 09-0257 lot# 040617c17 regarding instrument fracture, there is a complaint rate of (B)(4) , which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is that excessive force was used, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report, describe event or problem, lot number, device availability, date received by manufacturer, type of report, follow up type, device evaluated by manufacturer, device manufacturer date, method code, results code, conclusions code, and additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The customer has returned the device for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during surgery. No adverse events were reported as a result of this malfunction.